Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the battery was depleting rapidly. Additionally, it was reported that the touchscreen was over responsive. There was no reported adverse impact to the customer's blood glucose level. Reportedly, the customer reverted to alternate insulin therapy for diabetes management.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged battery issue was verified. No failure related to the reported touchscreen unresponsive allegation was identified.